Event description:
Hcp reported a pt with an inflammatory mass. The medication used in the pump was morphine. The pt has been treated (unknown type) and the inflammatory mass resolved. A follow up eport will be sent when additional info is obtained.